Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical resection of rectal cancer, the surgeon was able to press the green button of the stapler, but the handle couldn't be squeezed. Another device was used to complete the case. There was no patient injury.